Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during set-up, the tubing in the cardiovascular procedure kit was kinked in the venous line. This occurred on four occasions; however, no information was provided for the other three occurrences. The product was changed out, there was no patient involvement, and the surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for evaluation. Terumo will submit a follow-up report once the device is received and evaluated. (B)(4).